Event description:
The physician was attempting to treat a moderately calcified lesion with 99% stenosis in the rca with a resolute integrity drug eluting stent. It was reported that the stent dislodged during the procedure and had to be removed using a snare. The stent was removed from packaging, inspected and negative prep was performed per IFU. No issues were noted. The stent was passed through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery.the patient's condition is reported as stable post procedure, although possible cto was reported.

Manufacturer narrative:
Evaluation, results: failure to follow instructions (force was used after resistance was noted); inherent risk of procedure (dislodgement); related to another drug/device (resolute integrity stent passed through a previously deployed stent); no results available since no evaluation performed (device was discarded). Conclusions: failure to follow instructions (force was used after resistance was noted); inherent risk of procedure (dislodgement); unable to confirm complaint (device not returned for evaluation); operational context caused or contributed to event (resolute integrity stent passed through a previously deployed stent). (B)(4).